Manufacturer narrative:
The insulin pump was able to upload using carelink personal. However, there is no data available on carelink personal or in the download history file due to the insulin pump received without a battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No bolus anomaly, basal anomaly or unexpected low reservoir alarm noted during testing. The low reservoir alarm functions properly. The insulin pump had cracked reservoir tube lip. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir, the reservoir was changed and the insulin pump delivered all insulin from reservoir into the customer's body. The customer called the doctor who advised to drink syrup and customer had to be admitted to the hospital. Blood glucose value is unknown. The customer was taken off the insulin pump and the device will be replaced on (B)(6) 2015 when customer goes back to insulin pump therapy.